Event description:
It was reported that this right ventricular (rv) lead was implanted for a day and subsequently explanted due to unknown product performance anomaly. This rv lead was replaced with the same model. No additional adverse patient effects were reported.